Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and error did not occur again after reset.